Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The DHR was reviewed and no anomaly was reported during the manufacturing and packaging processes that can be associated to the reported condition. The complaint could not be confirmed. Nonetheless, the reported condition was consistent in the point of breakage (at the main body of stopcock) as previously observed in other complaints received. The most probable root cause has been identified to be related to the stopcock supplier. (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the sp0090 special evd 10-110 w/o y site had a broken off pressure transducer. The product broke off servicing a patient on (B)(6) 2019. There was no patient injury reported . Additional information has been requested.